Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer's blood glucose level was 421 mg/dl at the time. The customer also reported that the insulin pump had received a pump error. The customer was assisted in troubleshooting and it was reported that he was able to clear the alarm as well as able to complete insulin pump rewind. The customer was assisted in performing self test and it was passed. The insulin pump will not be returned for analysis.